Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that a motor stall was seen on initial interrogation of the pump. The patient did not have a recent MRI. It was reported the patient heard the alarm at midnight on (B)(6) 2016. The pump logs only show a motor stall at 0500. It was stated that an attempt would be made to contact the managing hcp to acquire a solution. The patient was being medicated with dilaudid (concentration of 10mg/ml, dose of 5.255mg/day). The patient's status was unknown. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.